Manufacturer narrative:
Evaluation method the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
The patient's rash was confirmed. The patient reported a rash on her front under the therapy electrode (te) pad. There is no alleged device malfunction. The patient's physician prescribed a nystatin cream to treat the rash. Follow-up indicated that the rash was the same. Medical outcome of the rash is unknown.